Event description:
It was reported that this right ventricular (rv) lead was revised due to an increase in thresholds, also it was present an intrinsic amplitude. This issue seemed to be a micro dislodgement, but it was not able to be confirmed. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was revised due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.